Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2021, a plate was removed in a revision surgery on 03/08/2023 due to pain. Additional information indicates the surgeon noted the plate was in close proximity to nerve. Upon removal, there were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event. No devices were returned for evaluation. Device specific information was not available; therefore, a review of device history records was not able to be performed. However, non-conformance reports for all possible kits utilized in surgery were reviewed and no issues were identified during the manufacture and release of the device that could have contributed to what was reported. Based on additional information received, the most likely cause of the reported event is plate placement. There were no deficiencies or malfunctions alleged/found with any tmc device. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that after an initial bunion surgery on (B)(6) 2021, a plate was removed in a revision surgery on 03/08/2023 due to pain. Upon removal, there were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event.